Manufacturer narrative:
Additional information: sections b.3 & d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet was reportedly pushed back into place manually. The recipient pain resolved. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. Head bandaging protocol was reportedly followed. The recipient ceased device use.